Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she went into a coma for 6 weeks. Customer stated that her health care professional was not allowing her to wear the pump because she was not stable enough. Customer stated that she has just gotten out of the hospital with high blood glucose but she has not been on the pump since (B)(6) 2014. Customer stated that she has been on the pump for several years. Customer was hospitalized from (B)(6) 2014-(B)(6) 2014. Customer stated that her blood glucose was high because she was in diabetic ketoacidosis. Customer was treated with manual injections her entire stay in the hospital. Customer stated that she went high while she was sleeping and she went into a coma. Customer was wearing the pump at the time of the hospitalization. Customer was in a coma at the time of being admitted to the hospital.